Event description:
(B)(4) equate mint flavor easy-to-use interdental brush cleaners, 20 count inner dental brush cleaners. The brushes came off and are cheaply made. She will not use this brand anymore. Solution: greeted, gathered information, apologize, referred to store. Thanked for call.